Event description:
It was reported that cs300 intra aortic balloon pump units batteries does not hold charge. There was no patient involved.

Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6). Initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) evaluated the unit and device requires periodic battery testing; safety disk expired. The fse replaced the safety disk and carried out the battery test which passed regularly. The batteries were not yet expired but the fse needed to run a battery test because it had exceeded the time limit since the last test. The test shows that the batteries are good. All functional and safety test were performed.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6, h11. Corrected fields: h6 (problem code), e3 (occupation).

Event description:
N/a.